Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 28mm x 2.5mm, 90% stenosed, eccentric, de novo target lesion was located in the non calcified unspecified artery. Predilation was performed with a 2,5-12 unspecified balloon catheter. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. There was shaft fracture in the device. During post dilatation, the catheters' structure ruptured. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter from batch 16415929. The originally reported batch number was 16414350. Tactile inspection and visual inspection under magnification were performed. The device was returned in 2 pieces and the balloon was partially unwrapped. The hypotube shaft was kinked 78cm from the strain relief and broken 83cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies in the catheter shaft contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 28mm x 2.5mm, 90% stenosed, eccentric, de novo target lesion was located in the non calcified unspecified artery. Predilation was performed with a 2,5-12 unspecified balloon catheter. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. There was shaft fracture in the device. During post dilatation, the catheters' structure ruptured. No patient complications were reported and patient's status was stable.